Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 8fr angio seal device was returned to terumo medical corporation for evaluation. The returned device included the header bag, 2 arteriotomy locators, hemostasis sheath and carrier tube. The device was visually inspected and found to be in unused condition with no visible signs of blood. The sheath and locator assembly were returned not mated. No damages or issues with the device were identified. Functional testing was performed by attempting to connect the locator and hemostasis sheath and components were able to be connected without any issue. The complaint cannot be confirmed for a sheath and locator connection issue because the returned sample was able to be assembled and stay connected without issue. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab technician. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal arteriotomy locator was not getting locked while inserting into the sheath. The arteriotomy locator was coming back easily. The issue occurred intra-operative. They used another angio-seal device and completed the procedure. The type of procedure performed was a mechanical thrombectomy. Additional information was received on 25jul2025: the procedure sheath size was an 8f. The patient was stable. The user did not have difficulty inserting the locator into the hub. It was inserted; however, they could not lock the dilator. There was audible click on mating. There was no tactile feedback after mating.